Event description:
It was reported that the catheter was implanted midline and was kinking at the anchor on the spinal segment. A dye study was done for troubleshooting. A replacement was required as a result of the event. The pump was infusing morphine. The patient was alive with no injury at the time of the report. It was unknown if there were any patient symptoms. It was later noted that no catheter segments were left in the intrathecal space. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. A follow-up report will be submitted if more information becomes available.

Manufacturer narrative:
Concomitant product: product ID 8709, serial # (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2015, product type catheter. (B)(4).